Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive peeling was caused by stress of repeated use, external factors. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The label on video connector was peeled. The device evaluation found deterioration or breakage of the adhesive around the objective lens. Additionally, the following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: the adhesive on the bending section cover was chipped and the image had white dots due to damage on charged coupled device. The following components were found scratched: the control unit, the grip, the up/down angulation lever plate, the right/left angulation lever plate, the forceps elevator, the angulation lever, the light guide connector, the light guide cover glass, the video connector case, the video connector, and the switch 1. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the label was peeling on the endoeye flex deflectable videoscope. It is not known when the event was detected, however, there were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.